Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer was able to clear alarm. Customer was not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with frozen display and constant vibrating due to corroded electronic assemblies. Unable to verify pump error 4 or pump error 63 due to frozen display. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to frozen display. Device received with corroded motor home switch.